Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer replaced pump supplies to resolve the issue. Customer¿s blood glucose was 560mg/dl which was treated with a bolus via the pump.